Event description:
It was reported that boston scientific technical services (ts) received a call about a high out-of-range pace impedance measurement of 2056 ohms, having increased from 300 ohms, and an increased pace threshold of 1.8 volts (v) at a pulse width of one millisecond, increased from 1.3 v at a pulse width of one millisecond. Ts discussed possible changes with the tip electrode due to scarring or possible calcification. Ts also noted what looked like loss of capture (loc) on the left ventricular (lv) lead, but was assured by the caller based on clinical observation during a patient checkup that there was capture. The device and leads remain in service. No adverse patient effects were reported.